Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and battery cap contact. Unable to verify weak battery or battery out limit alarms due to blank display. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported that the insulin pump was randomly shutting off. Customer stated that the insulin pump was dropped and had a crack. Customer also reported a battery out and weak battery alarms. Customer's current blood glucose reading is 107 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.